Event description:
It was reported that the number 2 block was not recognizing the tubing.

Manufacturer narrative:
Corrected data: updated event description to no patient involvement.

Event description:
It was reported that the number 2 block is not recognizing the tubing. No patient involvement.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design as the pin gauge 0.0375 will not fit into 4 of 6 sample parts. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.